Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an unknown "error" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 3x daily. The patient manages her diabetes with insulin (type/ amount not specified). It is not specified when the alleged issue began. The patient continued to follow her usual diabetes management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. The patient did not have testing supplies at the time of troubleshooting to resolve the alleged issue. Replacement test strips were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.